Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Subsequently, a cartridge alarm occurred. The customer reloaded the cartridge to address the issue. Customer's blood glucose level was 61-150 mg/dl.